Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device had a transmitter failed error. No additional event or patient information is available. Product data was returned for evaluation. Data was reviewed on 09/08/2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed as it was possible to download the transmitter log during the test. The global transmitter final functional test was performed and passed with no deficiency. The reported customer complaint could not be reproduced with the transmitter and the complaint could not be confirmed.